Event description:
It was reported via social media that the patient had his ipg explanted. It is unknown if the patient was implanted with a boston scientific device, and no further information has been obtained despite good faith efforts.